Manufacturer narrative:
(B)(4). On an unreported date, dianeal therapy was withdrawn, the pd catheter was removed temporarily, and the patient was switched to hemodialysis therapy. The patient was hospitalized for approximately two weeks. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with unknown antibiotic(s) (route, medication, dosage, frequency, and duration not reported) for the peritonitis. Antibiotic treatment was ongoing. Hospitalization was ongoing. Dianeal therapy was ongoing. The patient was recovering from the peritonitis. No additional information is available.